Event description:
When the guidewire was introduced into the guiding catheter resistance was felt. Upon exam a piece of red tube was found inside the catheter. There was reportedly no pt injury associated with this event.